Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a sensor error message while using the adc device using freestyle libre 2 app. As a result, on (B)(6) 2022, the customer lost consciousness with a blood glucose of 49 mg/dl obtained in the hcp meter. The customer was provided glucsoe gel by an hcp for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.